Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test, rewind and displacement test or verify missing segment partial display due to blank display. Device received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a black screen and did not disappear. Customer stated insulin pump did not start after inserting a new battery. Customer states the insulin pump was neither exposed to extreme temperatures nor direct sunlight. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.